Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that error message "safety-s" appeared on the hl 20 machine during priming. No harm to any person was reported. Complaint ID # (B)(4).

Manufacturer narrative:
The reported failure were the error messages: "head error" and "safety-s" on a hl20 pump. No harm to any person was reported. A getinge field service technician (fst) was onsite and investigated the unit in question. The technician checked the device and found that "motor tacho" inside the motor was the issue . The defective motor was replaced. The system was checked according to factory¿s specification and all tests passed. The device was put back into use. Thus the reported failure could be confirmed. The affected motor was investigated on 2022-09-09 by getinge life cycle engineering as follows: the rpm (roller pump module) motor consists of two main components, the motor itself and a tachometer connected to the motor drive unit. The tachometer generates a dc voltage signal that is proportional to the speed and is used to control the motor to the target speed set by the user. In the event of deviations between the target and actual speeds, the control system first attempts to adjust the speed of the motor to the target by regulating the motor. If this is not possible, the motor is stopped by the control system and the message "error head" will be displayed. In addition to the control system, the speed and the specification are monitored by the safety system. This is intended to react if the control system does not detect a deviation or does not react to it. In this case, the motor is also stopped and the message "error safety-sys" will be displayed. During visual inspection no abnormalites were found on the affected motor especially the cable for power supply. A functional testing was also performed and the reported error message could be reproduced and a defective motor tacho was identified as the root cause. Even when the motor is not turning, the tacho produces a signal that corresponds with a high speed. The most probable root cause could be determined as a defective motor tacho produces a faulty speed signal. The device was manufactured in 2014-12-09. The review of the non-conformities during the period of 2014-12-09 to 2022-06-07 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#(B)(4).